Manufacturer narrative:
Occupation is lay user/patient. The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. It was noted that there was soiling found on the heater plate. The customer's meter was provided for investigation where it were tested using retention strips and controls. Testing results: qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The result of 4.1 inr alleged by the customer was observed on (B)(6) 2019 in the meter¿s patient result memory, but the only other result observed that day was 3.7 inr rather than the alleged 3.8 inr. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The complaint customer material and the corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using the sysmex cs-5100 system/sysmex cs-2500 system with the dade innovin reagent. At 10:45 a.m. A non-roche meter result was 3.1 inr. At 11:00 a.m. The meter result was 4.1 inr and at 11:02 a.m., then using the same finger the meter result was 3.8 inr. At 11:10 a.m. The laboratory result was 3.1 inr. The patient's therapeutic decisions were made based off the laboratory result as it was believed to be accurate. The meter result was not believed to be accurate and no therapeutic decisions were made based off the 4.1 inr result. The patients therapeutic range is 2.0-3.0 inr and tests weekly, but has tested every day since wednesday. The patient is stable and well.